Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) stated that the patient called and he stated he cut his stim out of his back by himself with a carpet knife. The hcp reported that the patient did state to the hcp he had his neighbor look at it because she was a nurse. The rep had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the hcp said the patient called and had increased pain on (B)(6) 2018. The rep reported that the patient stated to the hcp, ¿I had my friend cut my stimulator out of back.¿ the patient told the hcp¿s front desk. The rep reported that the patient called the hcp office having increased pain and wanted their pump adjusted. No further complications were reported.